Manufacturer narrative:
(B)(6) : follow up submission. A device history record review of all applicable manufacturing records for the lot did not identify any issues that may have contributed to the reported failure during production. Samples were returned for evaluation. Two sample trays were provided, but only one tray had the tyvek web. Visual analysis of the sample shows a slight tear on wrap, confirming failure mode (package difficult to open/tears). The exposed seal around tyvek web and outer tray demonstrates no evidence of an open seal. It is possible that manufacturing personnel did not completely tighten wrap or firmly place wrapped tray in outer tray before sealing. The most probable root cause for the reported failure mode is that the wrap was loose before sealing operation causing wrap to slightly overlap outer tray. All applicable manufacturing associates will receive awareness training. This complaint will be entered into the complaint management system and will be tracked and trended through the quality data analysis process for future occurrences. CAPA initiated - CAPA 1712669.

Event description:
The occasional packet is not sealed on the end, see images attached. We had 5 boxes of that lot number. Customers had 5 boxes of the jamshidi bm needles tjc4011 of the same lot number where they found packaging that is not sealed properly. Customer would like credit for the device that they couldn't use. Customer will provide the number of devices not used

Manufacturer narrative:
(B)(4): initial emdr submission. Pictures provided. No physical sample was returned for investigation. A follow up emdr will be submitted if additional information becomes available.

Event description:
The occasional packet is not sealed on the end, see images attached. We had 5 boxes of that lot number. Customers had 5 boxes of the jamshidi bm needles tjc4011 of the same lot number where they found packaging that is not sealed properly. Customer would like credit for the device that they couldn't use. Customer will provide the number of devices not used.